Event description:
It was reported that the rigid videoscope provided intermittent feedback of images. This event was found during a therapeutic laparoscopic procedure. The procedure was completed using the same set of equipment. There are no reports of patient harm.

Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the malfunction occurred due to component failure of universal code. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.